Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experience hyperglycemia. The customer¿s blood glucose level was 420 mg/dl. Customer states they woke up and noticed that there was no delivery alarm so they tried changing the battery but received a failed battery test. Customer states contacts were not missing or damaged. Customer states neither compartment nor spring were damaged or corroded. Customer states they perfume troubleshooting for failed battery test and no delivery, offered high blood glucose troubleshooting but customer declined. Customer states blood glucose was high since they had steroid and customer was not using the insulin pump due to troubleshooting. The device will not be returned for analysis.